Event description:
A diabetic has reported to the distributor (medtronic) that the tubing just fell apart from the luer lock connector. The user has returned 1 used sample to the manufacturer for analysis.